Manufacturer narrative:
Sc-2317-70 (sn: (B)(6)). The returned lead was analyzed and the reported event was confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location was 2 cm from the set screw mark of the clik x anchor. There were no exposed cables at the clik x anchor site fracture location. It appeared that the lead was exposed to excessive mechanical force or movement causing the cable fractures at the anchor point.

Event description:
It was reported that the patient had inadequate stimulation due to high impedances despite multiple reprogramming. The patient underwent a revision procedure wherein, the leads were replaced. The patient was doing well postoperatively and one of the explanted leads was returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 7070212.

Event description:
It was reported that the patient had inadequate stimulation due to high impedances despite multiple reprogramming. The patient underwent a revision procedure wherein, the leads were replaced. The patient was doing well postoperatively and the explanted leads will be returned.